Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported a software issue. A technical support specialist confirmed that the customer had resolved the issue. The device functioned as intended after the customer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it experienced a malfunction while attempting to upload a device in retry mode. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.